Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alerts and hard to press buttons. Customer stated insulin pump had knicks on screen and dimmed backlight. Customer stated insulin pump had motor error and grinding while rewinding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked battery tube threads and cracked battery tube. The test reservoir does not lock in place and unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and verify delivery alarm, keypad alarm, drive motor anomaly, charge battery alert and back light anomaly due to the missing retainer and broken reservoir tube lip. (B)(4).